Event description:
It was reported that during procedure, as the physician was advancing the 9th coil, he felt resistance at the tip of the microcatheter. The physician speculated that the tail of the 8th coil and the tip of the 9th coil were stuck at the tip of the microcatheter. The physician tried again to advance the 9th coil, but was unable to do so. As the physician was removing the coil, it detached at the detachment zone. The physician removed the delivery wire and attempted to push the coil into the aneurysm with the guidewire. However, the coil could not be moved. The physician removed the microcatheter, while applying pressure to the guidewire and it was noted that the coil protruded into the parent vessel. A stent was deployed to secure the coil against the wall of the parent vessel. The procedure was completed with no consequence to the patient.

Manufacturer narrative:
(B)(4): device remains implanted.

Event description:
It was reported that during procedure, as the physician was advancing the 9th coil, he felt resistance at the tip of the microcatheter. The physician speculated that the tail of the 8th coil and the tip of the 9th coil were stuck at the tip of the microcatheter. The physician tried again to advance the 9th coil, but was unable to do so. As the physician was removing the coil, it detached at the detachment zone. The physician removed the delivery wire and attempted to push the coil into the aneurysm with the guidewire. However, the coil could not be moved. The physician removed the microcatheter, while applying pressure to the guidewire and it was noted that the coil protruded into the parent vessel. A stent was deployed to secure the coil against the wall of the parent vessel. The procedure was completed with no consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the proximal contact was kinked. The delivery wire was kinked at 19, 34, and 45 cm. The main coil was not attached to the distal end of the delivery wire. It was not detached via electrolysis, but it was detached at the detachment zone. Based on the investigation and the information provided, it is likely that procedural factors caused the performance of the device to be limited.